Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 550 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they were in the hospital for a day and experienced mild diabetic ketoacidosis. Customer advised the insulin pump was over delivering and then it turned off. Customer advised they removed the battery while at the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.